Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The sensor was inserted into the skin. On (B)(6)2025, it was reported that the patient experienced inaccuracy and decided to remove the sensor. The patient developed discomfort, pain, and redness at the insertion site. Upon sensor pod removal, the patient alleged that the sensor wire broke from the sensor pod and remained in the skin. He went to the urgent care clinic and the physician lanced the insertion site to help drain the pus and applied an antibiotic cream and dressing to the area. The patient was prescribed oral antibiotic medications (doxycycline 100 mg capsules, every 12 hours for 7 days; cephalexin 500 mg capsules, three times per day for 7 days). The patient was discharged home on the same day and was advised to apply baby oil to the sensor patch area to help remove future sensor patches. At the time of the (B)(6)2025, follow up report, the patient mentioned he could still feel the wire in the skin and had pain in the area. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - surgical procedure delayed.